Event description:
It was reported by service report that the mx-pro has snap rings falling off where the breakaway head section pivots, and the release bar is bent. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Retaining, release crossbar.